Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, event occurred due to wear of the video connector latch. However, a specific root cause of wear of the video connector latch could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a worn-out video connector latch. In addition, printed circuit board damage, corroded picture in picture connector, and real panel deformed were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that an intermittent video connection occurs with the evis exera iii video system center. The event occurred during procedure and there was no patient harm or user injury reported due to the event.